Event description:
It was reported that during engineering evaluation, it was observed that the top trigger on the small battery drive was sticky. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was due to failing to oil after each use and improper cleaning. The assignable root cause was determined to be due to user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.